Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the operation the instrument broke. There was no impact on the procedure. The operation was finished successfully. The broken part was thrown away. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates the investigation has shown that the coupling part of the reamer is broken off as complained. The complained instrument presents signs of frequently use. The review of the production history revealed that this instrument was manufactured in january 2009 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to indicative that mechanical force in combination with wear and tear led to the breakage of the coupling part. This instrument was manufactured according to the specification. Because of no original fault and considering the age of this article we regrettably cannot replace it. Device was used for treatment, not diagnosis.